Event description:
The hospital reported experiencing anemic burning during the harvest while using the vasoview hemopro 2. They are using new generators and have exchanged adapters, cables etc. Despite these changes, they still run into burning issues with the hemopro 2 bisector. The procedure was finished with the same kit, because the procedure was near completion on the harvest. Anemic/weak burning was noticed but only had a few things left to ligate and elected to stay the course. A softer/weaker tone was noticed when the anemic burning began, prior to that it was more normal. Power setting was 3. The pre-cautery test was not performed. No patient harm or delay reported.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.